Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Performed charge and boot test and it failed as there was "hwrf" error icon displayed. Downloaded receiver log and observed "hwrf" error icon in the log. Opened the receiver case for internal inspection and it passed. The complaint confirmation of a error icon displayed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrs. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.